Event description:
An altitude alarm was reported on the pump, causing the customer's blood glucose level to exceed 500 mg/dl and display as "high." The customer attempted to correct the high blood glucose with a bolus via the pump and did not require assistance from a third party. The customer was advised to clean the speaker holes and remove and reconnect the cartridge but was initially unable to resume insulin delivery. After loading a new cartridge, insulin delivery resumed without recurrence of the alarm, and normal operation of the pump was restored.